Event description:
The reported called and alleged a discrepant result on the device when compared to the lab. The reported device result to lab inr was 7.54/4.1. A repeat test result on another device was 4.8 inr. The device was replaced and requested to be returned for evaluation.